Event description:
The manufacturer received information alleging that while on a bilevel positive airway pressure (bipap) device, a patient became confused and removed the performax mask. The patient subsequently required intubation due to oxygen desaturation. The manufacturer has made numerous attempts to contact the reporting facility to gather additional information and to request return of the mask for investigation. No further information has been provided, and no product has been returned. The performatrak full face mask is intended to provide an interface for application of CPAP or bi-level therapy to patients. The mask is for single use in the hospital/institutional environment. The mask is to be used on patients (>66lbs/30kg) for whom CPAP or bi-level therapy has been prescribed. Labeling warns the user "this mask is not suitable for providing life support ventilation", and that "this mask should not be used on patients who are uncooperative, obtunded, unresponsive, or unable to remove the mask." As no further information was provided, and no product returned, the manufacturer is unable to determine the root cause of the reported event. The manufacturer concludes no further action is necessary.